Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to implant a 12.6mm vicm5_12.6; -7.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022; the lens tore. There was no patient contact. A replacement lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.